Event description:
It was reported that during an unspecified procedure, when the physician tried to remove the cannula, the catheter twisted. He managed to withdraw the device with a pigtail catheter. However, the reporter stated "the patient was pricked twice (injury at the point of puncture)". Additional information has been requested without success.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.